Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole and broken fabric threads from fatigue in the proximal end of the cylinder. The outer sleeve of the cylinder was separated from wear at the proximal end. The first cylinders had wear at fold in the middle of the cylinder. The first cylinder had a leak from fatigue in the proximal end of the cylinder. The outer sleeve of the second cylinder was separated from wear at the proximal end. Second cylinder had wear at fold in the middle of the cylinder. No leaks were found in the second cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. No leaks were found. Functional test revealed that the pump did not pass the activation test. Based on the information available and analysis of results, the first cylinder not passing the leakage test, and the pump not passing the functional test could have caused or contributed to the device being removed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the cylinders and pump of this inflatable penile prosthesis (ipp) returned without initial reporter and performance allegation. Upon analysis of the returned components, it was noted that the cylinders did not pass the microscope examination and leakage test, and the pump did not pass the microscope examination and functional test.